Event description:
A pt with a history of recent anterior mi and evidence of myocardial ischemia was admitted for a procedure. Coronary angiography showed a significant lesion in the mid-segment of the lad and total occlusion of the large first diagonal branch. Two cyphers were implanted in the mid lad, a 3.0x8mm and 2.75x8mm, both at 14atm with reportedly excellent angiographic results. Balloon angioplasty with a 2.5x15mm maverick balloon at 12atm was performed in the diagonal branch. The pt remained asymptomatic and discontinued their clopidogrel nine months after the procedure, continuing only with aspirin, statin, and b-blockage. Eight months later the pt developed acute chest pain and EKG changes, and angiography revealed in-stent thrombosis at the entrance of the proximal cypher stent in the lad lesion. Pt was treated with a repeat procedure and has remained asymptomatic since thier last follow-up three months later.